Event description:
It was reported upon power on there was a plunger not in place error. There was no patient involvement or harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "upon power on there was a plunger not in place error" was confirmed by checking the alarm history. The probable cause was a cracked left plunger case. The right plunger case was also found cracked. The left and right plunger case was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.